Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the pump was unable to prime during prime test due to faulty force sensor system. The motor was tested outside the device and passed. The pump was received with minor scratches on lcd window. The pump was received with cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer's mother reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 154 mg/dl. The customer's mother stated that her son pump alarmed motor error during a bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.